Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery the surgeon was inserting a 3.5mm cortex screw and the screwdriver handle broke. All pieces of the screwdriver were removed from the sterile field; a new screwdriver was opened. The procedure was successful without surgical delay and there was no patient consequence reported. It was noted the screwdriver had been used very frequently before it broke. Concomitant device reported: 3.5mm cortex screw (part/lot unknown, quantity 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 314.020, lot 2161: manufacturing location: bettlach. Device history records (DHR) are not available as device is older than 15 years. At the time the manufacturing documents for instruments had to be stored for 10 years. A product investigation was completed: the small hexagonal screwdriver was received with the phenolic handle broken into fragments. It was observed that the handle completely broken off the shaft, however the pin is still connected to the shaft. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The holding sleeve component was not returned with the device. Based on the visual inspection, the received condition of the device agreed with the complaint description, thus confirming the reported complaint. Dimensional analysis of the device could not be obtained due to received condition of the device, in which the handle broke off the shaft. The relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. While no definitive root cause could be determined, it is possible that the age of the returned device (15+ years old) with repeated sterilization cycles and unintended forces to the handle contributed to the reported condition of broken handle. The device handle is composed of phenolic le grade material which is susceptible to becoming brittle after repeated thermal cycle. The complaint condition is confirmed as the handle is broken into multiple pieces. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.